Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that the patient underwent lumbar fusion at levels l2-l3 wherein rhbmp-2/acs was placed in the posterior elements outside a cage. Post-op, the patient experienced progressively worsening low back, lower extremity, and foot pain and numbness. The patient reportedly is a candidate for a third revision surgery to treat regrowth of bone at the rhbmp-2/acs exposure site. Reportedly, the patient was completely paralyzed in his left foot and required a protective brace and crutches to ambulate more than household distances.